Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the liver. A 7/2/100 occlusion balloon catheter was advanced for dilation. However, it was noted that the balloon had a pinhole which was visible under x-ray. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. During the visual inspection it was found the balloon was torn circumferentially. The bonds of the balloon were inspected and they looked intact and continuous. No more damages were observed. Functional testing cannot be performed based on the returned condition of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the liver. A 7/2/100 occlusion balloon catheter was advanced for dilation. However, it was noted that the balloon had a pinhole which was visible under x-ray. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.